Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 44508. No patient involvement.

Manufacturer narrative:
Additional information: event and adverse event problem updated to reflect no patient involvement. Device evaluation: returned device was received with damaged lens. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found . Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 44508. No adverse effects were reported.